Event description:
Caller reported a cartridge alarm 20 issue with their insulin pump. There was no adverse impact to the customer's blood glucose level. The caller was able to reload the same cartridge and resume insulin therapy using the pump. Technical support decided to replace the pump, and while the pump was out of warranty, the caller expressed interest in obtaining an out-of-warranty loaner pump. The customer used mdi as backup therapy to ensure insulin delivery was not interrupted.